Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 592 mg/dl. The customer treated high blood glucose with an injection. Customer states she changed her infusion set at 12pm, her pump said blood glucose 196 mg/cl at 12:21pm, it is now blood glucose is 595 mg/dl at 5:05pm. Customer took out her infusion set and it was bent. Advised the customer to return infusion set and replacement would be sent. The insulin pump was not returned for analysis.